Event description:
Caller alleged discrepant inratio results. Results as follows: inratio: 1.6. Other poc device: 2.0. Tests were taken immediately after each other. Therapeutic range: 2-3. Caller reports adding multiple drops of blood to the sample well.

Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, retain testing was performed during an in-house investigation. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The mfg records for the lot were reviewed. The lot met specifications and no non-conformances were documented. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time.